Manufacturer narrative:
Investigation summary: one (1) event unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. The root cause could not be determined as engineering was unable replicate the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report. Please reference to MDR# 2027111-2014-00074 & 2027111-2014-00075.

Event description:
Laparoscopic cholecystectomy - "in 2 different cases on the same day, dr (B)(6) stated the clips were not closing entirely. Leaving a opening in the back of the clip. He could touch the clip on the vessels and it would fall off. We tested another unit on (B)(6) 2014 and clips would not close still. Sample unit is being returned. Actual units in cases on (B)(6) 2014 were not kept but did have the same lot numbers."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.